Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The filter remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that upon deployment, the filter moved cephalad and tilted, with the filter apex lodging in a side branch vessel. The physician did not attempt retrieval. Through the same access site, a second filter was placed above the first one. There was no report of injury to the patient.